Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: the instrument's distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's grips tips was also bent. One grip was bent which caused side to side misalignment of the grips. There was a 0.50 offset at the tips which indicated overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a broken cable was identified on the pk dissecting forceps instrument. There was no patient harm, adverse outcome or injury reported.